Event description:
It was noted the atrial lead had dislodged which led to failure to capture. The dislodgement of the lead was verified by x-ray. The sensing was not available, and the atrial and ventricular signal were on top of each other. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.